Manufacturer narrative:
Pr#: (B)(4). The customer reported that the device is not getting a 4 lead. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The reported complaint was traced to a faulty connection block. Replacing this part resolved the issue. The device passed all performance assurance testing and was returned to the customer.

Event description:
The customer reported that the device is not getting a 4 lead. There was no reported pt involvement.